Event description:
Patient placed on high frequency ventilator. Patient breathing circuit used with ventilator had the pinch tubing cut through in the patient box. Patient developed bradycardia and desaturated to 50. Patient bagged for 3 to 4 mins., and stats increased to 55. Replaced circuit and stats returned to 85. Circuit had been changed two days before.